Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, the seal was detached. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Items involved: vlt600sf stp (ard568811910 - sn: (B)(6). Manufacturing date: 05-aug-2015. Vlt400sf stp (ard568812910 - sn: (B)(6). Manufacturing date: 08-jul-2015. The unique identifier (UDI)# information is not available since the device was manufactured before september 2016. The correction of b5 describe event and problem, d4 catalog#, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain, h6 investigation findings, h6 investigation conclusions fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 25th november 2022, getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, the seal was detached. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Defective part was replaced and device was back to usage. Corrected b5 describe event and problem: on 25th november 2022, getinge became aware of an issue with one of our surgical lights ¿ volista standop. Based on photographic evidence the designated complaint unit employee found that headlight seal was broken with risk of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Further evaluation performed by subject matter expert indicated that seal particles cannot fall in the operating field because the seal is pinched between on upper cover and the underface. Based on that additional input it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of particles falling into sterile field, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous d4 catalog#: ardstp229003. Corrected d4 catalog#: ard568811910/ard568812910. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h6 investigation findings: results pending completion of investigation///3233. Corrected h6 investigation findings: none. Previous h6 investigation conclusions: conclusion not yet available//11. Corrected h6 investigation conclusions: cause traced to component failure//4307. Initially provided information was pointing to broken seal with risk of missing particles. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause contamination. Based on further evaluation provided by the subject matter expert it was determined that the issue investigated herein is not safety and risk related as there was no possibility of the sterile field contamination. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. It was established that the device failed to meet the manufacturer specification due to broken seal. There is no indication if the device was being used for patient treatment at the time when the event occurred. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
On 25th november 2022, getinge became aware of an issue with one of our surgical lights ¿ volista standop. Based on photographic evidence the designated complaint unit employee found that headlight seal was broken with risk of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Further evaluation performed by subject matter expert indicated that seal particles cannot fall in the operating field because the seal is pinched between on upper cover and the underface. Based on that additional input it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of particles falling into sterile field, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.